Event description:
User alleges that they were unable to expel the medication from the needle. They had no problems drawing the medication but could not expel the meds. No exposure due to this event. No treatment reported.